Event description:
Ous MDR - it was reported that after approximately 46 months noise with oversensing was reported. There is no mention of intervention and this lead has not been returned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the quality documents associated with the manufacture of this particular device as well as on the information you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms confirmed the presence of noise on the rv channel which led to vf detection. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.